Event description:
It was reported that healthcare provider (hcp) had suspected issue with the catheter prior but had trouble imaging the catheter. It was indicated that during a pump replacement (hcp) discovered that the catheter was occluded. There were no patient symptoms reported .the pump was being used to deliver hydromorphone and bupivacaine. It was later reported that there was non-serious injury or illness to patient.

Manufacturer narrative:
Product ID: 8703w lot# l53975, implanted: 1998 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: it was reported that the pump ¿batteries go¿ and it ¿came to the time when the pump was starting to fail itself¿, so the pump was replaced.

Manufacturer narrative:
(B)(4). All previously reported conclusion codes have been update/corrected.